Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a wallstent biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully mounted in the delivery system. The clear outer sheath at the distal end had a significant bend. Additionally, the outer sheath appears damaged at the very distal end, with a small amount of plastic attached to the inner lumen of the outer sheath hanging off. Functional analysis found that the stent was not possible to deploy as returned. After dissection, the device was manually deployed. The wires at the distal end of the stent were uncrossed and bent. The inner shaft and stent cup were checked and no issues were seen. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The damage noted with the returned device was consistent with the application of excessive force. The cause of the reported device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A device history record (DHR) review was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallstent biliary stent was to be used to treat a 3 to 4 cm malignant stricture in the mid common bile duct during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician attempted to deploy the wallstent biliary stent in the common bile duct, however it failed to deploy. The physician removed the wallstent biliary stent from the patient fully-constrained on the delivery. Deployment was tested outside the patient but the stent still failed to deploy. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the wires at the distal end of the stent were uncrossed and bent.